Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received by the company representative (rep) reported that the explanted catheter was a lumbar drain catheter that was not a medtronic catheter.

Manufacturer narrative:
Continuation of concomitant products: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: (B)(6) 2021. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#:

Event description:
Information was received from a company representative (rep0 via a healthcare provider regarding a patient with an implantable infusion pump receiving dilaudid with a concentration of 40 mg/ml and a dose of 2.28mg/day it was reported that patient was getting no relief from the pain pump. A dye study was performed, it was mentioned that the pump and catheter was not working and hcp replaced the whole system. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: 8578, serial# :(B)(6), implanted: 2018 (B)(6), explanted: 2021 (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: ubd: 2020-09-20, UDI#: (B)(4), h3 ¿ the pump and sutureless catheter connector were returned for analysis. Analysis of the pump found no anomaly. Analysis of the sutureless connector found ¿no significant anomaly-tear in seal near guide ring¿. Interrogation of the pump upon receipt, indicated that the pump was delivering hydromorphone (40.0 mg/ml at 7.586 mg/day) and bupivacaine (40.0 mg/ml at 7.586 mg/day). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.